Event description:
It was reported that there was an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the deployment of the closure device in the laa of the patient, an st segment elevation was noted on the patients EKG. The patient was monitored and this resolved itself within 5 minutes. There was no intervention or treatment performed and the patient remained stable. The procedure was completed and the closure device was successfully implanted in the laa of the patient. The patient was fine following these events and was discharged home.